Event description:
It was reported that the patient had unknown sling implanted in 2012. A new artificial urinary sphincter (aus) consisting of a 5.0 cm cuff, pump, and balloon were implanted due to unspecified reasons. Additional information received indicated the aus was implanted as the patient was still incontinent. The patient was stable following the aus implant surgery.